Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed the dsserveroltp instance was missing from sql, and the user couldn't locate a recent backup and only a small 2020 backup was available and restored. Services were restarted successfully after resolving a logon error with the correct password. Pes was accessible via admin login, but the dispensing system page was not configured, and all data appeared missing. The database also contained no data, and no 2023 backup could be found. The user confirmed all stations were working but couldn't verify communication or provide the correct fqdns. Since the db is likely managed by hospital information technology (hit), advised against rebuilding pes from scratch due to risks and lack of verified data. The site may need to undergo a dr procedure. Tss confirmed there was no response from customer and no further issues reported after 24 hours.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server was down and database not found. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.